Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device could not be calibrated to zero and could not display the arterial pressure. There was patient involvement and no patient harm/adverse event reported. There were two quantities affected.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: two used samples outside their original package were received for investigation and decontaminated. Subassembly a950-02 of returned samples were subjected to the following testing: electrical testing: one (1) returned samples was found accepted during electrical test. Second sample could not be tested as it was marked "leak" at the equipment. Vaccuum testing: one (1) out of two (2) returned samples was found rejected during testing. Air leak testing: one (1) out of two (2) returned samples was found rejected during testing. The returned sample that failed the vacuum and air tests was submerged into a container with water and air was applied to the device to identify the source of the leakage. The device leaked from subassy a950-02 as bubbles were observed to be formed through these components. The failed returned sample was visually inspected by removing cover pn: 300-288 to verify the solder appearance. It was observed that electrical board exhibited corrosion condition. Complaint is confirmed for the failure mode ¿it could not be calibrated to zero¿ through the device analysis executed on the returned samples. CAPA-0008364 was initiated on 02/nov/23, to investigate root cause of electrical and leak issues on transtar assembly a950-02. Involved lots from pn: a950-02 were manufactured before CAPA initiation. The device history record of reported lot 4355731 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. DHR of lots 4347985, 4347996 and 4347997 used subassy a950-02, which is related to condition reported was reviewed. As part of the process product is inspected 100% electrically. Results of these lots were reviewed and were found within specifications.